Event description:
Patient has a fully covered self expandable metal stent (wallflex) placed on (B)(6) 2014 for the management of a difficult bile duct stone. Follow up procedure on (B)(6) 2015 failed to remove the stent. Stent edge was captured with a foreign body retrieval forceps since retrieval loop was not visible on fluoroscopy. Upon attempt at retrieval, some wire unraveled and the stent deformed and took the shape of an hour glass with some wires unraveling into the duodenum making retrieval difficult. Patient was observed in hospital without any acute abdominal problems. Had transient ischemic attacks and psychiatric issues. Ercp was repeated on (B)(6) 2015 and the stent was removed after progressive dilation of the ampullary area and bile duct.